Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 12pm, the patient alleged the issue first occurred. The patient reported testing her blood glucose 3 times a day and using self adjusting insulin to manage her diabetes, byetta based on meter readings and carbohydrate intake. In response to the inability to test on her lfs meter, the patient reported taking a decreased dose of medication, 7 units of byetta at 12pm. On (B)(6) 2012 at 2:00pm, the patient reported feeling "shakiness." The patient reported giving herself something to eat or drink at 2:00pm on (B)(6) 2012. The patient denied attempting to test her blood sugar on another device. At the time of troubleshooting, the cca documented that the patient was using the correct test strips and there was no misuse of the device. The cca noted that the meter powers on when the power button is pressed, but not when a new test strip is inserted. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, took a decreased dose of medication and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.